Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and on (B)(6) 2017 verified high pressure shutdown of the system. Installed new rotor seal and stator face assembly into the injection valve. Tested the system for flow, pressure & baseline stability. Primed system completely in all the buffer lines and hemolysis wash. Eliminated low pressure error occurence (observed once after replacement of parts) and the air from the system. Ran patient samples and achieved precision <1.0%cv. Discussed problem with customer and demonstrate tracing high pressure location in the system for end user. Repair was complete - no problem or issues to report. The most probable cause of the reported event was a failure of high pressure pump system.

Event description:
On (B)(6) 2017, the customer reported high pressure with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.